Event description:
It was reported that the first fiber broke off inside of the scope during a procedure. A second fiber was used and also broke off inside of the scope. Reportedly, no harm to patient. No further information was available.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber was found to have evidence of fiber breakage in the body of the fiber approximately 107 inches from the connector (the fiber has not separated) and the fiber sheath shows signs of being damaged. The fiber tip has a fracture and a portion of the fiber tip has chipped off. The root cause of the device failure was determine to possibly be due to user handling and/or surgical equipment related damage. An additional fiber was used reported under MDR number "29374-2012-01355." This report is for the first fiber.